Manufacturer narrative:
One used endotracheostomy tube was returned for evaluation. Visual inspection found no discrepancies in the device. The device was then leak tested which included inflation using a syringe and submerged under water. Leakage was observed coming out from a small tear in the cuff. The reported complaint was confirmed, however no definitive root cause to the reported issue could be determined, and this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Event description:
During the use of a smiths medical intubation endotracheal tube, air had leaked from the cuff. No patient injury.